Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers brother-in-law reported via phone call that the customer passed away at home. The cause of death was a heart attack. The caller stated that they were unsure if the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller was unsure if the customer was using sensors. The caller stated the customer had been deceased for 3 days when they were found. The caller thinks the customer went into diabetic ketoacidosis but is unsure. The caller declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.